Event description:
It was reported the patient fell and hit their back. The pump was exposed from the wound resulting from the fall. The pump was explanted and replaced on the opposite side of the body. The pump was replaced with the larger reservoir volume pump to allow for less frequent refills. It was noted there was no injury and the patient recovered without sequela. The pump was delivering hydromorphone, bupivicaine, baclofen and clonidine.

Event description:
Additional information was received. Drainage and the incisional wound opening at the device pocket were reported as symptoms of the event. It was reported that the specific brand of hydromorphone used in this pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: pump was found to have pump/pumphead/deformed pump tube. The pump tube was discolored and deformed in shape and residue was seen in the pump head compartment. The condition of the pump tube caused "odd looking" graphs indicating a possible pump tube issue but in this case did not affect accuracy of the infusion of the pump.